Event description:
The patient underwent bypass surgery in which the lita, rita, gastroepiploic artery, and svg-d1 were utilized as conduits and at implant, the aortic wall seemed "fragile". The patient remained hospitalized in the ICU in a "severe" state with an infection in the medial incision. Three months postperatively, the connector detached from the arota and at reoperation, the surgeon noted the connector was located on a pseudo-aneurysm. No information is available at this time regarding the reoperation; however, the patient is currently in the ICU in critical condition. Additional comments from the surgeon indicated cardiac massage was applied prior to reoperation and was reported to be applied near the connector. The surgeon does not believe this event was caused by the use of the aortic connector.